Manufacturer narrative:
The technician found a hex nut was loose at the foot end of the electronics tray. He tighted the hex nut to repair the bed.

Event description:
During a preventive maintenance check the technician found the ground resistance was too high on the bed (.50+ m ohms). The ground loss indicator was not flashing.